Event description:
The omni pod insulin pump that I was wearing delivered too much insulin basal rate and bolus throughout the day. It caused my blood sugar levels to go dangerously low. A different pod from the same batch delivered too little insulin throughout the day on a different day this past month, causing my blood sugar levels to be too high, which is also dangerous to my health. I do have the number on the box of omnipod devices. It is ref pod (B)(4), lot l43978.